Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 05/02/2019. Device returned to manufacturer? Yes. Device evaluation: one (1) pi was returned confirming the reported lot number of 60150209. Visual assessment was performed, and no obvious defect was observed. Suction, cone height, parallelism and cone diameter were performed, and all results were found within specifications. There are multiple contributing factors that can contribute to the reported event of flap issue, and based on information provided for the complaint, the root cause is unable to be identified at this time. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the pi lot# 60150209. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The clinic reported that the patient interface cone created a bad flap and there were two central tears in the flap while attempting to lift. The procedure was aborted and will require surgical intervention. The patient outcome is unknown. This report is for the intralase patient interface. A separate report will be submitted for femtosecond laser system.